Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files did not confirm any pump stops in (B)(6) 2024. The controller event log file showed that the driveline was not connected to the controller until (B)(6) 2024. The left ventricular assist device (lvad) log files showed the pump functioning as intended throughout the duration of the files. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller appeared to have been changed out. The system controller event log file showed that the pump was not connected to the system controller until (B)(6) 2024. The left ventricular assist device (lvad) log files showed the pump functioned as intended throughout the duration of the files.

Event description:
It was reported the patient had a pump stop event in feb2024.

Manufacturer narrative:
Section b3: event date estimated to the first day of the reported month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.